Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm presence of foam degradation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
Correction to the previously reported information: a device was returned to a third party service center for foam replacement per field action c&r 2021-05/06-a. During evaluation at the service center, a burnt humidifier-based cable was located on the device during the disassembly process. The device was forwarded to the manufacturer's product investigation laboratory for further testing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a known supplied humidifier on base device and verified the heater plate did heat and used a supplied heated tube on the humidifier and verified tube did heat. An internal and external visual inspection of the device was completed by the manufacturer and found the ui (user interface) knob and air inlet filter missing. Thermal event on humidifier harness connector and pca at j9. Significant dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Black substance, consistent with sound abatement foam degradation observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. Pil was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.